Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had been hospitalized a number of times, further stating the reason why they were hospitalized was because they had their bladder cut out but they were still having bladder spasms and the patient wanted to know what it was. Patient stated the spasms were nowhere as intense as they were but patient still had them a few times a day and painful. Patient's medical history included cancer and osteomyelitis in their pelvic bone, patient had developed a really bad infection in their bladder so they had to cut that out as well. Patient also stated that they were having a big chunk of their pelvic bone cut out a week from the day of the report. Patient asked if they should turn their stimulation up, and it was reviewed that if they were feeling pain, they may not want to turn stimulation up. Patient was redirected to follow up with the health care professional (hcp) to discuss bladder symptoms, patient became escalated and disconnected the call when they were redirected back to hcp about medical questions. Patient also stated that they did not have a manufacturer's representative (rep) because they just moved from new york. Additional information was received on 2018-mar-01 with patient reporting that they had no idea if the really bad infection in their bladder was related to the device or therapy. No information was offered by patient. Updated information was received on 2018-mar-06 clarifying that patient had bladder spasms because they were injured by a doctor and they had cancer. No further complications were reported.